Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product identity could not be confirmed due to the part not being returned. It was originally reported that the implant was making a crunching sound which led the patient and surgeon to believe that the implant was cracked. The distributor later reported that it was discovered that the implant was not cracked. The distributor also reported that there was insufficient fixation of the implant due to high brain pressure and that the issue was resolved by re-fixation with screws. There was a revision in which the surgeon provided additional fixation for the implant; therefore the complaint is considered confirmed. No product was returned and no functional tests or inspections could be performed. The distributor suggested that the problem was due to inadequate fixation. However, upon review of the 3-d post-operative scan that was provided, there are no abnormalities or defects of the htr-pmi implant or the products used to fixate the implant. No additional x-rays, scans, pictures, or physician's reports were provided. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are no indications of manufacturing defects. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received; it was reported "it has been shown, that there was an insufficient fixation of the implant which has lead to noises while movement between implant and bone." In regards to the insufficient fixation of the implant it is stated there was "insufficient technique because of high brain pressure." The issue was identified 2-3 weeks after surgery and was resolved by re-fixating the cranioplasty implant with screws.

Manufacturer narrative:
(B)(4). The user facility is foreign; therefore a facility medwatch report will not be available. Review of device history records show the lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. A post-operative comparison was provided by the design vendor. The comparison was reviewed and no obvious fracture was observed, however this may be due to the slice spacing or transfer to the comparison. A post-operative CT scan was requested as review of the actual CT scan may be more conclusive. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The distributor reported the patient feels that the implant is cracked and the surgeon confirms this thought due to a crunching sound.